Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hiv ag/ab combo reagent lot 24572be01 identified normal complaint activity. There are no trends for the product related to patient results. No customer returns were available for evaluation. A retained kit of reagent lot 24572be01 was tested for sensitivity and the data shows that the sensitivity performance of lot 24572be01 is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lot 24572be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported a (B)(6) architect hiv ag/ab combo result on a patient. Results provided: (B)(6) 2021, sid (B)(6), repeat is also (B)(6); colloidal gold is weakly(B)(6); abbott 4th generation selenium labelled assay is (B)(6); elisa is weakly (B)(6). No impact to patient management was reported.